Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the small battery drive device control unit did not function. It was further determined that the device failed pretest for check power with test bench, check the function with epd-console, check the triggers and electronic control unit function, check switching function, check the oscillation angle and check the off/oscillation/on switch mode function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.